Event description:
Territory manager reported via phone call that the customer has experienced high blood glucose and changes the set but when trying to bolus; the insulin pump would not deliver. The territory manager stated that the customer tried to deliver a bolus into the air and does not see insulin exiting the tubing. Customer declined troubleshooting and stated that the insulin pump is malfunctioning and would want a replacement.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. See manufacturer report number 3004209178-2015-57811.